Event description:
Lay user lifted the patient above bath tub when the strap broke and the patient fell into an empty bath tub and hit the head during fall. The carry bar hit the patient arm and caused a skin tear.

Manufacturer narrative:
During investigation, it was noticed a wedge was added by the user to the strap which was not approved by the manufacturer. The wedge caused the damage to the strap causing the event. Corrective action: the wedge was removed from the strap and the ceiling lift repaired to retain its original configuration.

Manufacturer narrative:
Lay user lifted the patient above bath tub when the strap broke and the patient fell into the tub and hit the head during fall. The carry bar hit the patient arm and caused a skin tear.

Event description:
Celing lift strap broke and user fell.